Event description:
The customer reported a low battery error when performing tests. The customer recreated the reported failure.

Manufacturer narrative:
.

Event description:
There was no reported adverse patient impact.